Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen which made it hard to see and had sticky buttons. The customer¿s blood glucose level was unknown. Customer also reported diminished battery life, rejected new battery, slower and louder during rewind and no delivery alerts. Customer declined to report to technical support. The device will not be returned for analysis.